Event description:
Philips received a complaint from the customer on the v60 indicating that the unit has a blower error. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Bench repair is currently pending. The investigation is ongoing.

Manufacturer narrative:
The customer called in to report that there was a blower error. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer was sent a quote for services but was later cancelled due to no response from the customer after more than 45 days after closure.